Manufacturer narrative:
(B)(4).baxter medical assessment:in order to assess this case the following information is required:was there any patient injury reported?was there any noticable differences in the handling characteristic of the product at the time of implant?(B)(4)as this case is not assessable at this time, this case is being conservatively reported.no further information is available at this time. Baxter is currently in the process of following-up with the reporter to obtain additional information.a follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Customer reported that expired product was implanted in the patient.